Event description:
Customer reports one incident of blood leak with the psn 210 dialyzer. Blood leak occurred at the start of treatment and noted blood leak alarm. Blood leak was verified with positive hemastix. Blood was not returned to the pt with an unknown estimated blood loss. Treatment was continued with new disposables and completed without further incident. No pt injury or medical intervention reported per customer.